Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that the atrial lead exhibited noise with oversensing. It was also noted that the doctor places the implant higher in the chest than usual so it can be a possible crushed lead. It was clinically resolved by reprogramming the vt and vf settings. The lead remained implanted and will be monitored.